Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The service representative performed a system calibration , and the unit was returned to service.

Event description:
The hospital reported that during pre-use testing the system presented an issue decreasing the flow of o2, the system could not deliver an o2 flow below 21%. No reported patient involvement.